Manufacturer narrative:
(B)(4).

Event description:
The female patient involved has a history of hx rheumatoid arthritis, crohns, and is on IV timentin. The patient also has an infection in the lower left leg around the hardware from an ankle fusion. It was reported that 24 hours after the catheter was placed in the left basilic, the patient and the bed were found wet. Infusion therapy was called to investigate and found that the catheter was leaking. It was noted that the position of the patient's arm as well as the turbulence of the flush impacted the leak. A fine droplet/spray and a small slit just under the hub were found. After removal, the catheter was flushed with tinted chlorhexidine which showed a fine spray from the slit, however, with a turbulent flush, the spray was much greater. The patient underwent another procedure to place the new catheter which caused discomfort due to the arm positioning and the patient's arthritis. A delay in her discharge home with IV antibiotics was also reported.

Manufacturer narrative:
Complaint no. (B)(4). Evaluation: returned was a 4fr x 50cm single lumen catheter. The catheter body near the hub was examined microscopically. There were depressions in three locations (a, b, c) in the body between the hub and the 50cm marking on the catheter. The characteristics of the depressions did not appear to be consistent with those caused by contact with a scalpel or needle. In one of the three locations (c), which was 0.5 cm from the hub, there was residue in the depression from a leak. The catheter was leak tested using water and a 10ml syringe. The distal tip was occluded during the test. As soon as pressure was applied to the syringe, water leaked from the depression that contained the residue, but not the other depressions. The device history records for the catheter were reviewed with no findings relevant to this complaint. The report of a leak in the catheter body was confirmed through examination and testing of the returned sample. The leak occurred at a depression in the catheter body 0.5cm from the juncture hub. Based on the characteristics of the leak site, the potential cause of this issue is manufacturing related. A nonconformance was opened to further investigate this issue.

Manufacturer narrative:
Complaint no. (B)(4). Corrected evaluation conclusion: the report of a leak in the catheter body was confirmed through examination and testing of the returned sample. The leak occurred at a depression in the catheter body 0.5cm from the juncture hub. The potential cause of this issue was initially determined to be manufacturing related. A nonconformance was opened to further investigate this issue. The nc investigation could not identify any functional manufacturing process that would cause the 3 depressions in the catheter body. As a result, the potential cause of this issue could not be determined.